Manufacturer narrative:
This report is being filed to provide corrected information. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Lot number, expiry and manufacture date are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. White blood cell (wbc) count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: during customer follow-up, the customer declined to provide further procedural information for the investigation. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: a definitive root cause for the observed elevated wbc count remains undetermined at this time. The disposable was unavailable and additional details necessary for confirming the procedural file could not be obtained. Possible causes include, but are not limited by, donor specific physiology, sampling, calculation, or other process error which all could have contributed to the higher-than-expected wbc content in the platelet product.

Event description:
The customer declined to provide the wbc count.